Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the cable could not be inserted into the single side tensioner when the surgeon inserted the cable from the tip of the tensioner. So, the surgeon used double side tensioner instead of it and the procedure was completed.